Manufacturer narrative:
(B)(4). It was reported that the user did not follow proper instructions. The operator used a 16 gauge needle; however, a 19-22 gauge needle should be used per label copy. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). During follow-up, the reporter stated that after receiving the sample from the end user, they drained the bag and did not observe the alleged particle; however, the reporter indicated the end user's report was not retracted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an intravia bag had a white particle in the solution within the device. It was not reported when this was found. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown; however, it was reported that this event occurred during (B)(6) 2014. Should additional relevant information become available, a supplemental report will be submitted.